Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. In addition, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 150 times. The following information was provided by the initial reporter. The customer stated: "tubes are not filling to the fill line.".

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 150 times. The following information was provided by the initial reporter. The customer stated: "tubes are not filling to the fill line."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.